Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for two (2) of two (2) returned 5.5x45mm mono rdctn scr in jva (pn 046w0an65545) for the failure of screws bent during insertion. Visual inspection revealed the screw shanks are bent. Medical records were provided in form of x-ray, the provided x-ray shows that the screws shank are bent. Potential cause the cause of the damage cannot be determined at this time since there is no information available regarding how the screws were being inserted or handled at the time of the damage. Additionally, it is unknown what condition of bone that the patient had as hard bone could also have contributed to this event. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the threaded shafts of two reduction screws were found bent via x-rays during surgery after being installed. The screws were removed, and are assumed to have been replaced without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Establishment name: (B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2020-00121.

Event description:
It was reported that the threaded shafts of two reduction screws were found bent via x-rays during surgery after being installed. The screws were removed, and are assumed to have been replaced without reported patient impacts. This is report two of two for this event.